Manufacturer narrative:
H3: product analysis :evaluation determined that customer allegation of corrosion is not confirmed. The likely cause could not be determined. Additionally it was noted that the bearings and driver shaft were missing and o ring was worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment had corrosion. At the time of the report, patient impact is not known. Additional information received that there was no patient or staff impact. Additional information was received stating that missing bearings were found during evaluation.